Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 sensor and the ilet bionic pancreas while the sensor maintained connection to the g7 mobile application, indicating an apparent communication or connectivity issue limited to the ilet. Customer care provided support that included technical troubleshooting and user education performed remotely. Investigation of this case revealed that toggling the ilet cgm setting between g6 and g7 and reentering the pairing code led to immediate successful pairing, suggesting a configuration or pairing process issue. No symptoms or adverse clinical effects reported. Outcomes included no impact on health or medical care. It was concluded that the device functioned as expected after corrective setup steps and that no further action was required.